Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and found condensation inside the syringe case. The fse replaced the reagent syringe and sample wash syringe which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer stated that "two to three hours after passing calibration and quality control (qc), the carbon dioxide (co2) results went high; sodium (na) results went low, calcium (cal) went high; total protein (tp) went low and creatinine were high." The customer stated a patient sample was sent to a reference laboratory for co2 with results of 22 mmol/l, while the au instrument generated a result of 28 mmol/l. The customer does not know what instrument the reference lab is using.